Event description:
It was reported the output was pacing poorly and contact was poor. The cable used during the procedure was returned as an associated device and subsequently evaluated out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis :it was determined on analysis that the external pulse generator (epg) tested out of specification as it was identified that the 5433v cable was defective. The cable was found to be worn and had poor contact when attached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.